Event description:
I am seriously concerned with the malfunction of a medela breast pump that caused an unknown black soot to enter my daughter's breastmilk and subsequently has been ingested. My wife and I have a (B)(6) daughter. My wife uses the medela freestyle breast pump. In recent weeks, my wife noticed black soot coming into my daughter's milk. Upon removing the back of the device where the battery is, the black soot is all over the inside of the device, penetrated through the tubing and entered my daughter's milk which my daughter subsequently ingested. I called medela who immediately acknowledged there are issues with certain pumps manufactured during a certain period of time, agreed to send me a new pump free of charge and dismissed the black soot (they call it dust) as non-toxic and a by product of something with the fan in the motor. There are other people online claiming the same issue. Medela is unable to provide conclusive details as to what the black soot is and I am looking to have the soot independently tested to understand what it is and if it is toxic. Dates of use: (B)(6) 2011.